Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with an implantable cardioverter defibrillator that was oversensing t-waves. The patient had elevated potassium levels and was feeling nauseous and vomiting. No resolution was made, and the potassium levels decreased the next day. The patient was stable.